Manufacturer narrative:
H10 - no product samples were returned for investigation, however, a photograph was returned showing an unidentified clear microclave assembly connected to an unidentified mating device. There was an absorbent towel on the bed top that appeared to have a wet spot. The location of the leakage could not be determined from the photo. No device history review (DHR) was conducted because no lot number(s) was/were identified. The leakage can be confirmed, however, the source and probable cause of the leakage cannot be determined from the photo provided. Additional information can be found in section d10.

Event description:
Additional information received that the patient¿s skin was treated per md recommendations and the chemo spill was cleaned up per protocol. There was no blood loss or bleed back reported. The tubing set was not replaced, the therapy was stopped since it was near the end of the infusion. The customer reported that there were no holes, cuts, tears or any defect noted on the tubing set and the filter was not found to be cracked.

Manufacturer narrative:
Additional information can be found in section b5.

Manufacturer narrative:
H10 - one used clear microclave, list number unknown, lot number unknown, was returned connected to an unidentified connector which was in turn connected to a 10ml bd syringe. An axial tear in the silicone seal was able to be observed through the clear microclave body. The complaint of microclave leaking was confirmed. There was extensive spike and seal damage typical of access with an incompatible mating device during use. One of the incompatible mating devices was a sharp instrument such as a needle. The returned unidentified mating device was found to be compatible. The probable cause of the microclave leaking is damage sustained during use typical of access with a sharp instrument such as a needle. The dfu states: do not use needles. D10 - date returned to manufacturer - (B)(6)2020 . Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved an unspecified microclave where there was a leak of doxorubicin noted in the middle of the clave. The patient care technician was notified by the patient that her gown was wet in her chest area and doxorubicin potentially leaked onto the patient¿s skin and gown.